Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close an asd (atrial septal defect). The pt also had tetralogy of fallot. The defect balloon sized to 13.4 mm and the septal length measured 28.5 mm. In the recovery room the pt was crying and very agitated. Soon after, it was discovered that the occluder had embolized to the left ventricle. An attempt was made to remove the occluder in a transcatheter procedure. When the sheath was placed in the left ventricle the pt went into heart block and was taken to surgery where the occluder was removed and the asd was repaired.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications. The histological analysis of the occluder stated, the gross and histological appearance is consistent with normal acute blood response to the material. The leaflet eptfe material was wetted and the interstices contained proteinaceous fluid and blood cells. Overlying the leaflet was a thin film of fresh blood with scattered micro-thrombus formation. The engineering summary stated the following: the occluder was the only device component returned for analysis. The physician reported that the occluder had embolized to the left ventricle. The investigation revealed that the occluder locking components were normal and that the device was in the locked position. The investigation also revealed that the shape and diameter of the occluder discs were normal. Based on inspection of the returned device, there is no indication that the reported device embolization was due to design or MFR of the device. The event description noted that a 25mm device was used on a 13.4mm defect. The instructions for use (IFU) recommends a 2:1 diameter-to-defect ratio as noted in the following statement from the IFU warnings section: "the selected occluder diameter should be at least two times the diameter of the defect (i.e., a 2:1 ratio of device diameter-to-defect diameter). Deploying the occluder in cases where the occluder diameter-to-defect ratio is below 2:1 increases the risk of unsuccessful device placement and device embolization." It is possible for an undersized device to embolize from the defect. The imaging eval is still pending and will be included in a supplemental medwatch.